Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot numbers gd883082 and gd881417 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a report by a consumer with follow up information from a nurse from (B)(6) of peritonitis coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2010, the patient began treatment with dianeal pd4 ambuflex therapy (lot number, dose, and frequency not reported) intraperitoneally for peritoneal dialysis (pd). On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. Treatment was not reported. The patient was recovering. Dianeal therapy was ongoing. An opinion of causality was not reported. On (B)(6) 2011 further information was received from the pd nurse. This report is now medically confirmed. The nurse reported that on (B)(6) 2011, the patient was on the way to the hospital for an x-ray (reason not reported) and fainted in the parking lot. The patient was hospitalized on the same day. Treatment was not reported. The outcome of the event of fainted in the parking lot was unknown. Concomitant medications were not reported. The nurse reported that the fainted in the parking lot was unrelated to dianeal therapy and did not comment on or provide an opinion of causality for the event of peritonitis reported by the consumer.